Event description:
Pt found with sinus brady, heart rate 30. The nurse immediately started CPR and disconnected the pt from the vent to ambu. The ventilator disconnect alarm did not sound, but instead the vent screen read, "waiting for pt connect." At that time, it was noted the vent had malfunctioned. The pt was resuscitated and placed on a new vent by rt. Pt was later diagnosed with anoxic brain injury.